Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-10315. This report, 1818910-2011-10119, will be kept for investigation purposes. A separate follow-up report was submitted to reject 1818910-2012-10315.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address groin pain. Update patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address local tissue reaction due to metalosis. Update litigation alleged the asr hips was explanted due to pain, damage to surround/ng bone and tissue and elevated levels of cobalt and chromium in the patients blood.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address groin pain.